Event description:
It was reported that the arctic sun device was getting low flow alert. It had 11k hours and was overdue for the 2k preventive maintenance. As per sample evaluation results on 06sep2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The chiller evaporator outlet tube found expanded during servicing and noisy circulation pump motor.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided. The DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting low flow alert. It had 11k hours and was overdue for the 2k preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The chiller evaporator outlet tube found expanded during servicing and noisy circulation pump motor.